Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 12 years 8 months post implant of this 27mm aortic bioprosthetic valve, a 29mm transcatheter valve was implanted valve-in-valve for unknown reasons. No additional adverse patient effects were reported.